Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent undersensing on current and stored episodes. The ra lead remains in use. It was also observed that the right ventricular (rv) lead measured high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.